Event description:
Reporter indicated that vns pt was diagnosed by and ent with permanent vocal cord paralysis. The pt is reportedly experiencing significant efficacy with the vns therapy in regards to seizure control. Treating physician cited hipaa regulations as reason for not providing additional information to manufacturer about the pt's condition.